Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A DHR review was performed and no related non-conformances were found. For products returned, an engineering evaluation may be triggered if there is a suspected or confirmed manufacturing non-conformance. Although there was an allegation physician felt valve failed prematurely, there is no evidence of a manufacturing non-conformance. The observed calcification is most likely related to the patients factors, including hyperlipidemia (hld) and history of bicuspid aortic valve. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to severe stenosis, regurgitation, caused by degeneration, thickening and fibrocalcific changes with impaired coaptation. The patient presents with combined systolic and diastolic chf, sob, doe, and fatigue. The tavr was performed with a 29mm 9600tfx transcatheter valve.